Event description:
It was reported that the intermittent catheters did not have water packet included. Patient stated that about 5 percentage of the packets were being dry. Patient had been using the products for more than 90 days. Per customer via phone on 10jan2022, it was stated that the packets were not missing instead the packets were dry 5-10 percentage of the time. Customer stated that it was an intermittent problem and confirmed the catheter as being reference (B)(4). Patient was no longer using the particular catheter but was using different one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the intermittent catheters did not have water packet included. Patient stated that about 5 percentage of the packets were being dry. Patient had been using the products for more than 90 days. Per customer via phone on (B)(6) 2022, it was stated that the packets were not missing instead the packets were dry 5-10 percentage of the time. Customer stated that it was an intermittent problem and confirmed the catheter as being reference (B)(4). Patient was no longer using the particular catheter but was using different one.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.